Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that the patient's right hip was revised. As reported by mps: "I covered a hip revision today due to trunnionosis failure in the right hip head dissociation." Spoke to mps. A stem, head and liner were revised. Explant picture for the liner shows damage on the rim. The mps cannot confirm if that damage was present in situ or if it is explant damage.

Manufacturer narrative:
Reported event an event regarding damage involving a trident liner was reported. The event was confirmed. Method & results: -product evaluation and results: visual inspection: a review of the provided photographs indicated recently explanted devices covered in blood and tissue. The rim of the device has damage in the form of scratches and minor dents. Explantation damage observed on the insert. There is nothing remarkable on the head and stem. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of medical records with a clinical consultant indicated "this inquiry presents a case of femoral head disassociation and reported trunnionosis. This process occurs between the trunnion of the femoral implant and the femoral head. As I mentioned above causes of this phenomenon are multifactorial including surgical technique, patient factors and implant factors. I can confirm that the event of disassociation occurred because I was able to review an x-ray which showed disassociation. I cannot confirm trunnionosis with the information provided. I cannot confirm the root cause for certain. The causes of disassociation are multifactorial as I noted above. " device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported the patient was revised due to disassociation of the head and stem and trunnionosis. The device was not returned however photographs were provided for review. A review of the provided photographs indicated recently explanted devices covered in blood and tissue. The rim of the device has damage in the form of scratches and minor dents. Explantation damage observed on the insert. There is nothing remarkable on the head and stem. A review of medical records with a clinical consultant indicated "this inquiry presents a case of femoral head disassociation and reported trunnionosis. This process occurs between the trunnion of the femoral implant and the femoral head. As I mentioned above causes of this phenomenon are multifactorial including surgical technique, patient factors and implant factors. I can confirm that the event of disassociation occurred because I was able to review an x-ray which showed disassociation. I cannot confirm trunnionosis with the information provided. I cannot confirm the root cause for certain. The causes of disassociation are multifactorial as I noted above. "No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised. As reported by mps: "I covered a hip revision today due to trunnionosis failure in the right hip head dissociation." Spoke to mps. A stem, head and liner were revised. Explant picture for the liner shows damage on the rim. The mps cannot confirm if that damage was present in situ or if it is explant damage.